Event description:
Lab tech flushed catheter during set-up without incident. When physician attached catheter to manifold during procedure and attempted to flush the catheter, the hub of the catheter cracked, spurting blood.